Event description:
The pt was being fed through a peg tube using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 300 ml/hr. One liter was delivered in 30 mins. The pt was suctioned through the mouth with a yanker tube, and a chest x-ray for infiltrate was negative. The rptr stated the pt required med intervention, but did not specify the extent of that intervention. The rptr stated the pt expired 5 days after this event due to a massive heart attack unrelated to this event. One pt involved.

Manufacturer narrative:
Submission date of this report: 6/1/1998. Pump was set up with 1000 ml of osmolite. Delivery set rate was placed at 300 ml/hr/. Pump was run for 1 hour. Pump delivered within specifications.